Manufacturer narrative:
Additional common device name: intravascular administration set. Additional medical device type: fpa. Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® push button blood collection set had an issue with coagulation in the needle.